Event description:
The customer reported a leak from an unknown location inside a coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The instrument operator was wearing gloves at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse observed cleaner leaking from the waste chamber and vacuum trap of the instrument. The cause of the leak was a loose pin on the cleaning agent sensor. The fse reseated the loose pin and the instrument ran without leaks. (B)(4).